Event description:
A trilogy evo ventilator was returned to the manufacturer for periodic maintenance. There were no reports or allegations of patient harm or injury. The trilogy evo device was evaluated by a philips service engineer. During testing, the device failed the system leak verification: pressure drop over 10s test. The muffler assembly was replaced to address the issue. In addition, not related to the reportable malfunction, the air inlet foam filter and particulate filter were replaced as part of preventative maintenance. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.